Manufacturer narrative:
The curved cannula was returned and analyzed. A visual inspection revealed that the curved cannula shaft tip was broken. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product issues.

Event description:
It was reported that the patient underwent an intercept procedure and when the curved cannula was removed, the distal tip was missing and damaged. It was noted that the physician encountered resistance during the procedure and a small device fragment was left inside the patient. However, it was unknown whether the device fragment was left inside or outside the bone. The physician moved to the other side to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the patient underwent an intracept procedure and when the curved cannula was removed, the distal tip was missing and damaged. It was noted that the physician encountered resistance during the procedure and a small device fragment was left inside the patient. However, it was unknown whether the device fragment was left inside or outside the bone. The physician moved to the other side to successfully complete the procedure. There were no patient complications.